Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The DHR was reviewed and no issues that would have resulted in this complaint were found. The additional evaluation visual inspection revealed that the two threads of the spondylolisthesis tool are not functioning. The distraction instrument can only be opened and closed with difficulty. This can happen when the instrument is continuously used without the thread being drawn completely. Regarding the distraction instruments, the locking mechanism is jammed and does not run well. The inner pin is corroded and does not move accordingly. Furthermore, after a review of the data of the manufacturer it showed that this instrument meets totally our required specifications.

Event description:
It was reported that the threads are damaged and the clamp is jammed. In the spondy tool both threads are not functioning. Both instruments were used during operation. The distraction instrument does not open and close easily now. Those were also used during the operation. This is report 2 of 2 for complaint (B)(4).